Manufacturer narrative:
On 20th may 2016 arjohuntleigh was informed that "a fatality has occurred in bedroom, caused by fire". It was also mentioned that the minuet bed was in use with auto logic equipment serial no.(B)(4). Unfortunately more detailed description of the event, circumstances under which it occurred were not provided as the event was unwitnessed one. On (B)(6) 2016 there have been additional photos provided where the involved device is shown together with details of the place of incident. Based on those pictures it has been established that quality check and electrical safety test were conducted and were valid until december 2016 for both devices. Therefore we are inclined to state that the minuet 2 bed and auto logic mattress system were in fully working condition during the event occurrence. The complaint decided to be reportable due to the device involvement in a fire as well as patient outcome as a result of this incident. The minuet 2 is a nursing and community care bed, to which all electrical system is supplied by the same supplier. The material used for casting of the control box is either v-0 or hb in accordance to ul 94, the standard for safety of flammability of plastic materials for parts in devices and appliances testing. The main cable has the flame classifications of hb, the battery's casting is v0. Additionally, the design of the minuet 2 bed is that the electrical parts (except hand control and mains cable) are located underneath the bed platform on which mattress in placed. Therefore the patient or caregiver are not in a direct physical contact with the electrical parts. Moreover the auto logic therapeutic surface top cover is designed in accordance with iec 60601-1. Bs7175 - flammability test on top cover. En iso 12952-1 and en iso 12952-2 ignitability of bedding materials. Pictures of the burned bed provided to us, revealed that there are objects that are not identified as parts of the arjohuntleigh devices and could have the impact or even a cause of events. Among those there was not only the box filled with cigarettes found but also cigarettes butts scattered around the place. It is not clear whether this caused the incident to occur, but this is highly probable. From the pictures provided it can be concluded that the auto logic pump could not be the source of the fire due to the fact it is completely intact. By reviewing the photo documentation it can be deduced that the cause of the fire was an external source. It is clearly visible that the pillow is completely burned what may suggest that this is the place where the fire started. There is a precaution in the therapeutic system instruction for use ,that in the event of fire, a leak in the seat or mattress could propagate the fire. Also general safety paragraph of IFU 630933en include safety warning : "do not use the pump in the presence of uncontained flammable liquids or gasses" and precautions "do not expose the system especially the mattress, to naked flames, such as cigarettes, etc." Mentioned here information clearly indicate the hazard connected with accidentally setting the fire and warn the user to adhere strictly to the instruction for use precautions to avoid the risk of fires. In summary, the arjohuntleigh equipment was used with patient during the therapy and thus played a role in the incident. From the information collected to date there is no indication the system in any way malfunctioned and could contribute to the outcome of the event, patient passing away. The most likely cause of the fire is the external heat source, such as cigarettes which is strongly prohibited to be used with the equipment (as per the instruction for use). It is believed that if the safety warnings given in instruction for use would be followed, there is a really low possibility of any potentially risky situation to occur.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Arjohuntleigh has been informed about the fatality that was caused by a fire. During the incident the patient was using the minuet 2 bed together with autologic mattress and pump.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp.z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Arjohuntleigh has been informed about the fatality that was caused by a fire. During the incident the patient was using the minuet 2 bed together with autologic mattress and pump.